Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pd6457 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: was the needle separated from suture issue occurred prior or during use on patient, and provide quantity involved if any? Needle separated during use. Several sutures were involved - precise number is unknown.

Event description:
It was reported that the patient underwent a surgery on (B)(6) 2019 and the suture was used to close the fascia. The needle separated from the suture. Another like suture was used to complete the procedure. There was no delay in surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis ten unopened samples of product code v1408, lot pd6457. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.